Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter and connector were received for evaluation. Visual evaluation of the returned sample showed the catheter to be stretched and sheared in half approximately three (3) inches from the connector. Although the returned catheter was damaged, stretched and torn in half, since it had been opened and used, it is not believed to be the result of any manufacturing process. Per the manufacturer's investigation this defect is not likely to have happened during the manufacturing process. It is believed to have happened during application. Per the instructions for use (IFU): warnings: do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. Needle with damaged tip increases the risk of intrathecal or intravascular placement. If resistance is felt during advancement of the needle, carefully correct the orientation of the needle but never apply excessive force. Caution: do not withdraw catheter through the needle because of the possible danger of shearing or kinking. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports: catheter broke. Detailed inquiry description: the catheter might have been pulled on and then broke and frayed. No injury reported.